Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. In addition, it was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 675 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later, (B)(6) 2024, with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.